Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 79 (non-recoverable system error - primary and secondary outlet water temperature sensors differ by greater than 1 °c) had appeared repeatedly on the arctic sun device. Per review of wo on (B)(6) 2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 14aug2023, the issue was fixed by replaced a tank harness at onsite and temperature was measured normally.

Event description:
It was reported that alarm 79 (non-recoverable system error - primary and secondary outlet water temperature sensors differ by greater than 1 °c) had appeared repeatedly on the arctic sun device. Per review of wo on 02aug2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 14aug2023, the issue was fixed by replaced a tank harness at onsite and temperature was measured normally.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a failed tank harness. The device was evaluated and the reported issue was confirmed due to a failed tank harness. Alarm 79 appeared. It means there was a difference of more than 1¿ between t1 and t2. Tank harness was replaced. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.